Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on a ventilator. There was no pt harm or injury reported. The ventilator was evaluated at a manufacturer's service center and the customer's complaint was confirmed, service required" codes were observed in the device's downloaded event log. The device's sensor board was replaced to address the issue.